Event description:
Customer activated the device on (B)(6), at 7:30 pm; his blood glucose measured 89 at 7:54 pm. By 7:49 the next morning, his bg had risen to 306 mg/dl. He ate 40 grams of carbohydrates and administered a 2.65 unit bolus dose of insulin and by 10:33 am his bg successfully lowered to 160 mg/dl. He took in 24 grams of carbohydrates and took a 1.65 unit insulin bolus and by 12:06 pm his bg was back up to 202 mg/dl. Another bolus of 3.8 units for correction and for an additional 65 grams of carbohydrates was taken, but by 4:02 his bg was 316 mg/dl and he was having another 33 grams of carbohydrates, so he took another bolus of 3.65 units, which successfully lowered his bg to 166 mg/dl by 7:18 pm. He then had an additional 20 grams carbohydrate and took a 6.65 unit bolus, but at 10:04 pm his bg was 271 mg/dl. He took a 1.5 unit correction bolus. The customer's bg again rose overnight, reaching 432 mg/dl by 7:23 on (B)(6) 2011, at which time the device was deactivated. The caller noted that the "cannula was kinked or bent upon removing." The device will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to determine if any device malfunction or other product condition may have contributed to the customer's high blood glucose. In addition, we are unable to confirm the reported cannula "kink or bend" or whether it could have contributed to insufficient insulin delivery. Qualification records for the lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." It also advises that, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Then contact your healthcare provider for guidance."